Manufacturer narrative:
E1: patient city: (B)(6). Patient country: kuwait.

Event description:
Reference number (B)(4). Event occurred in kuwait. It was reported that patient faced infusions set leakage at tubing site event on 21-jun-2024. The blood glucose level was over 20.5 mgdl. Patient reported 2.8 ketones and it was treated by manual injection of insulin at home. The infusion set was in use for 5 hours. No further information was available.